Event description:
It was reported, the video system center had the front panel light emitting diode (led) light blinking and there was no image on the screen. The issue was found during routine maintenance and there was no patient involvement. There were no reports of patient injury or harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation regarding the blinking front panel was confirmed. However, the allegation regarding no image was not confirmed. A definitive root cause was not identified for the event associated to the blinking front panel, however based on the results of the investigation, the probable cause of the malfunction would likely be due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.